Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia and hyperglycemia and the insulin pump had multiple issues. The customer's blood glucose ranged from 26 mg/dl to 680 mg/dl. The customer also reported that the insulin pump had multiple motor errors causing the customer to rewind the insulin pump each time. The customer complained that they could not hear the insulin pump alerts well anymore. The insulin pump was erasing basal settings randomly, the up arrow was harder to push. The customer also complained that they could not see screen well due to the monochromatic display and worsening vision. The customer stated that the insulin pump battery life was diminished and would last about a week. The insulin pump rejected brand new batteries frequently, and had frequent unexplained no delivery alarms. The device will not be returned for analysis.